Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor glucose value could not be measured and the sensor was removed the electrode was shorter than a usual one. The customer's blood glucose value was unknown. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.